Event description:
It was reported to distributor / manufacturer, by facility, (B)(6), per facility during a lift transfer, the scale and cradle assembly detached from the scale. Resident was over the bed at the time and fell back into bed with no injuries reported. This sounds like the bhm MFR recall #z-1135-2008 issue. Said lifter was purchased in 2002, this is an out of warranty failure and before the recall time frame of january 2005 - november 2007. (B)(4) will be notified of this complaint and could have become injury report. Ra (B)(4) issued under complaint (B)(4) to get scale and cradle returned for preliminary eval by the distributor, then will be sent onto bhm the MFR.